Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. From the investigation we cannot determine the root cause of the debris ingress, due to the pouch being opened and taped back up with debris and fibres being present in the taped areas as well as on the liner. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. The current risk is part of the cleanroom master file, however we have reiterated the issue via a quality alert. Quality alert was produced in aug2015 to raise awareness of the issue as a precautionary measure. Visual inspection of the package shows that the pouch has been opened previously and subsequently the three (3) sides of the pouch has been taped together. Debris / fibres can be seen between the tape and pouch therefore suggesting that the pouch has been taped up in an environment with contaminants present. The debris within the pouch were of small fibrous particles, the same as those stuck within the tape on the pouch which did not resemble the larger black type particle and smaller black particles as photographed by the complainant. It should be noted that the photographs supplied were out of focus and it was difficult to identify what these particles could be. The type of particles photographed were not present when the pouch was received by zimmer biomet (B)(4), it is deemed that the particles seen upon return were fibrous and the particles in the photograph were not the same shape. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4).

Event description:
It was reported the circulating nurse opened the liner package and the sterile inner packaging has some black debris inside it. The package was not opened and another liner was used without delay in the procedure. Attempts have been made and no further information has been provided.